Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to launch cfnapp and was also not online. A field service engineer powered off the device and relocated to another floor. Upon powering it back on, it was discovered that the network cable was faulty and was replaced. Auto-login for the application was reconfigured, and the device was rebooted. In the application, the customer verified that synchronizing was up to date, confirming successful recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the applications does not allows to log in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.